Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2020-00556, 2182269-2020-00090. During a premature ventricular contraction ablation procedure, an effusion occurred. A coronary sinus catheter was placed and then an ablation catheter was used to map the right ventricular outflow tract (rv/rvot). A map of the chamber was done up and past the pulmonary valve/pulmonary artery. The ablation catheter was difficult to keep stable, so a sheath was placed to further map the right outflow tract chamber and an area was found in lower outflow tract tricuspid valve. Four lesions were made in that area and was still inducible and the patient became hypotensive. A second attempt to place an ice catheter was done to assist with navigation of the catheters. The first attempt was abandoned as there was tortuosity of the vein, however this time a longer vascular sheath was user and the ice catheter was successfully placed in right atrium where an effusion was noted. A pericardiocentesis and transfusion were performed. A code was called to resuscitate the patient as there were several episodes of ventricular fibrillation requiring defibrillation and the patient was transferred to surgery for an open-heart pericardial window. The patient was extubated and is in stable condition. There were no performance issues with any abbott devices.